Event description:
Asr revision, asr resurfacing left. Reason(s) for revision: tba.

Event description:
Asr revision. Asr resurfacing. Left. Reason(s) for revision: tba. Update 27 jan 2015 - confirmation received that the date originally provided for the revision surgery was actually for aspiration and no revision surgery has taken place. Have deleted the revision date from all appropriate fields and changed all the products to not removed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.